Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: just for clarification, the staples only formed on the first one-third of the load length. Does this mean that the staple line was complete, but the staples were malformed on the first one-third of the load? Did the device fully cut and partially staple? F/u response: my understanding is that the staple line was not complete and a number of staples had straight legs. The surgeon is providing me a photo and I will forward it. The following information was requested, but unavailable: just for clarification, the staple line was not complete. Does this mean the device fully cut and partially stapled?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: just for clarification, the staples only formed on the first one-third of the load length. Does this mean that the staple line was complete, but the staples were malformed on the first one-third of the load? Response from the sales rep: my understanding is that the staple line was not complete and a number of staples had straight legs. The surgeon is providing me a photo and I will forward it. Did the device fully cut and partially staple? I am not certain about the specifics on the staple line but I will confirm with him and reply. Response from the sales rep: the analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported events could not be confirmed as the device performed without any difficulties noted during the functional testing. No malformed or incomplete staple line were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon reported that on the second firing of the device, the stapler had issues on the second stroke. It did not feel typical to the surgeon, but he completed the second, third, and fourth stroke (returning the knife blade to the home position). As he opened the stapler, there was damage to the gastric tissue on the patient side and the staples only formed on the first one-third of the load length. The surgeon stated to the sales rep that he could not see completely into the stomach but there was clearly damage to the muscular layers of the gastric tissue. The firing in question was a blue load which was the second firing on the case. A green load had been fired on the first firing. The case was completed by over-sewing the staple line significantly with vicryl suture and the remaining portion of the transection was completed by opening a new device of the same product code.